Event description:
A surgeon reported that poor cutting of the probe occurred during a vitrectomy procedure. The issue was solved after replacing the product. There was no impact to the patient. No further information is expected for this case.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed tot he customer complaint issue were found during the hdr review and the product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).